Manufacturer narrative:
Analysis was not able to replicate the programmer crashing, it powered up as expected and was able to interrogate multiple devices without an error. Review of the logs did confirm that the programmer had recent system errors that would have caused the programmer to stop working. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer continues to "crash". The programmer has been returned for service. No patient complications have been reported as a result of this event.